Event description:
It was reported that patient was feeling shocking when going through security scanning devices. The representative had run impedances and had one pair at >4000ohms on c1, or c2 at the default amp. Impedances were rerun at 2v 240us c1 1282 c2 635 c3 839. The representative stated that the patient was sensitive to impedances at 2v which was 0.1v higher than the programmed amplitude. The representative stated that the patient was programmed -0 -1 +2 1.9v therapy imp: 1111ohms <(><<)>15ma. The patient has not attempted to turn stimulation off when going through the security device. There was no fall or trauma reported in regards to this event. Patient claimed it has been occurring since implant and has intensified over time. Additional information received 5 days later indicated that impedances were relayed to tech services during the call. All were within acceptable parameters. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation/fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.